Event description:
The complaint is reported as: the cuff deflated during use on pt. The tube was visible in the back of the pt's throat while the visible in the back of the pt's throat while the pt was positioned at the head of the bed lying down flat. Complaint alleges that the pt had to be bagged. Anesthesia was notified. Respiratory therapy was given at bedside. Investigation - the pt was re-intubated by the crna. The condition of the pt is unk.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unk. The sample was not available for eval, therefore, the complaint could not be confirmed. The MFR will continue to monitor and trend related complaints.